Event description:
The account alleged the pt had a heart attack and the side rail fell down. The pt fell to the floor but was not hurt.

Manufacturer narrative:
The technician investigated and found all side rails were locking and holding properly. The technician stated that one of the side rail center arm covers was missing but this did not affect the latching of the side rail. No injury reported. The technician stated the account said the pt had a heart attack and that is why he was admitted to the hospital. The heart attack did not immediately precede the alleged pt fall. The account stated the side rail was up and latched and they are not sure why it fell. The technician installed the missing side rail center arm cover.